Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure that the monopolar curved scissor (mcs) tip cover accessory split while inside of the patient. There were no reports of arcing or fragments falling into patient. The procedure was completed with a backup mcs tip cover accessory with no reported injury to the patient. Intuitive surgical, inc. (Isi) performed follow-up and additional information was obtained about the complaint: the instrument and the mcs tip cover accessory were inspected prior to use. During inspection, there was only a tear on the mcs tip cover accessory, but not all the way to the end. No fragments fell into the patient. When the tip cover accessory split, the surgeon was performing dissection. The surgeon did not notice any issues with the functionality of the mcs instrument. The mcs did not collide with any other instruments during the procedure. A reducer was not used. There was no difficulty in removing the instrument, and the wrist was straightened upon removal. The mcs and mcs tip cover accessory were in use for less than an hour. The procedure was completed using a backup mcs tip cover accessory. The tip cover accessory was properly installed using the installation tool. The orange surface of the mcs was not visible, and it was not installed past the orange surface. Lubrication was reportedly used after the mcs tip cover accessory installation.

Manufacturer narrative:
Isi has not received the monopolar curved scissor tip cover accessory for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. The mcs tip cover accessory is a single-use item. No additional usage information is captured in the logs. An image provided by the site shows an mcs tip cover accessory with a tear on the clear distal end. The image is not clear enough to definitively determine if the tear extends into the gray section of the accessory. Product analysis of the returned product would be needed to determine the extent of the tear. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the mcs tip cover accessory was damaged on the gray silicone area. In the event the tip cover is compromised, it is possible for energy to discharge in an area other than the instrument tip. Per the I&a user manual "it is important to exercise caution when using an energized endowrist monopolar curved scissors instrument to help avoid unintended contact with tissue adjacent to the area to be cauterized." Failure to follow these precautions will result in electrical arcs from the wrist and alternate site burns.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On 11-aug-2022 , the following additional information was obtained: a photo of the monopolar curved scissors (mcs) tip cover accessory involved in this complaint was evaluated by an intuitive quality engineer. From the image provided, the mcs tip cover accessory did not appear to have a rip. It was not immediately obvious if any pieces were missing, due to the image quality. The part would need to be returned to confirm.